Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens, but the foam tip plunger overrode and tore the lens. The lens was partially inserted and the incision was enlarged to remove the lens. Another lens was implanted and the incisions were sutured.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.